Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized and thought that it may be related to a pump issue and was to possibly be discharged on (B)(6) 2017. As the customer did not have the pump at the time of the report, the a pump system check was not performed. The customer declined to provide further information regarding the hospitalization.